Manufacturer narrative:
(B)(4). The insulin pump was received with critical insulin pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify no delivery alarm due to critical insulin pump error (open book).

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.